Event description:
It was reported that the customer woke up with a low blood glucose reading of 44 mg/dl, for which troubleshooting assistance was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.